Manufacturer narrative:
There was no sample returned for evaluation. The complaint condition could not be confirmed. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. Review of the batch record indicates the product meets specification. No manufacturing assignable root cause could be determined. There is no impact to safety, quality, or efficacy of the product. Since the root cause is likely not related to the manufacturing process and the report does not indicate a trend, no further actions are recommended at this time. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report represent the third patient of three from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a patient experienced toxic anterior segment syndrome (tass) following a cataract extraction procedure. The patient presented post-operatively with no signs of symptoms. Upon examination of the patient, the surgeon noted 4+ aqueous cell and 2+ aqueous fibrin. The patient was prescribed with post-operative antibiotic and steroid eye drops. No cultures were performed. The patient's symptoms have been resolving without any additional treatment. This is the second of four reports for this event.